Event description:
It was reported that tip break occurred. The target lesion was located in a coronary artery. Prior to percutaneous coronary intervention, an opticross hd imaging catheter was selected for use. However, the tip of the catheter was found to be damaged/broken. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR. : the device was returned for analysis. Analysis of returned product revealed that the there was no damage observed on the distal tip or detachment sections. No other issues were found, the device appears to be in good conditions. The telescope assembly was able to properly pull back, advance, and retract. It was observed that the catheter flushed normally. No other issues or defects were observed during product analysis of the returned device.

Event description:
It was reported that tip break occurred. The target lesion was located in a coronary artery. Prior to percutaneous coronary intervention, an opticross hd imaging catheter was selected for use. However, the tip of the catheter was found to be damaged/broken. The procedure was completed with a different device. No patient complications were reported.